Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental probs"), vulvovaginal mycotic infection ("yeast infections") and cystitis ("bladder infections"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, dyspareunia, abdominal pain, menorrhagia, migraine, headache, fatigue, tooth disorder, vulvovaginal mycotic infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth disorder and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported 2009 now it is reported as (B)(6) 2008. Received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated to dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), lupus, migraine, headaches, fatigue, dental probs., yeast infections, bladder infections incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus. Previously administered products included for an unreported indication: yasmin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/ migraines/headaches"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental probs"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder and yeast"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with surgery (hyst. (Full)). Essure was removed in 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, dyspareunia, abdominal pain, menorrhagia, migraine, headache, fatigue, tooth disorder, vulvovaginal mycotic infection, cystitis, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported 2009 now it is reported as 01-jan-2008. Received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt : yes. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s): unspecified. Plaintiff underwent confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. New events: "abnormal bleeding (vaginal) and nausea", new reporter, medical history added. On 25-oct-2019: no new clinical information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.